Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma- late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported "small fluid collection surrounding the implant at the 2-3 o'clock location...definite intra and extracapsular rupture" identified via ultrasound, against right side device. Device remains implanted.